Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, after the second sample pass, the top slide of the device allegedly self-activated while the healthcare professional was attempting to retrieve tissue from the needle. Reportedly, the top slide was then unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One maxcore biopsy needle was returned for evaluation. The device was drop tested with the top slide in the primed position and the top slide did not self-activate. Additionally, the device worked properly under laboratory conditions and was able to prime, fire and obtain 30 apple samples without issue. An x-ray of the device with the top slide in the primed position showed that the cannula tangs were not fully engaging with the device housing. Based on the findings during functional testing, the investigation is unconfirmed for the reported self-activation and failure to prime. It is possible that the poor cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, after the second sample pass, the top slide of the device allegedly self-activated while the healthcare professional was attempting to retrieve tissue from the needle. Reportedly, the top slide was then unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.